Manufacturer narrative:
PMA/510(k) #: not exempt, preamendment. (B)(4).

Event description:
It was reported that a drainage set was placed into a patient during a percutaneous transhepatic cholangiography procedure, in which this was the second catheter exchange for the patient. The catheter was in place for approximately two weeks, when on (B)(6) 2018, it was discovered that the catheter was no longer draining. Patient physical activity was very limited due to the need for complete assistance with everyday activities and it was determined that the patient never tried to withdraw the catheter. The physician then injected a contrast agent to check the location of the catheter. It was confirmed that the catheter had separated, with the distal segment remaining inside the patient. On (B)(6) 2018, an open abdominal surgery was performed to retrieve the segment. Another drainage catheter was successfully placed into the patient. As reported, the patient did not experience any adverse effects due to this occurrence. The retrieved distal segment will not be returned to the manufacturer, as it was discarded by the facility.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10 ¿ product received on: 05dec2018. Investigation ¿ evaluation. A review of the complaint dimensional verification, complaint history, device history record, manufacturing instructions, quality control and specifications of the device as well as a visual inspection of the device were conducted during the investigation. The visual inspection confirmed that the proximal end of the device, which contained the hub, appeared to have been cut off and was not returned. The distal tip of the catheter that was reportedly left in the patient appeared to have been torn or ripped off, but was not returned. For evaluation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were two other reported complaints for this lot number; however, those failure modes were not related to the failure mode of the complaint product. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.